Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-05830. It was reported a week after lead revision (reference MFR. Report#1627487-2017-04800). X-rays taken at the postoperative appointment revealed lead migration. Surgical intervention may be considered as the next course of action to address the issue.

Event description:
Device 1 of 2; reference MFR. Report#1627487-2017-05830. Additional follow-up received revealed surgical intervention was undertaken in (B)(6) 2018 (day unknown) wherein the entire system was explanted due to the issue.